Event description:
It was reported that over the past couple months this pacemaker patient had experienced unexplained syncope. The device was checked in the office, and noise was exhibited on the right ventricular (rv) lead. The noise was oversensed, which resulted in pacing inhibition. The patient is dependent on pacing, and experienced greater than two seconds of asystole. All other lead measurements were within normal limits. Boston scientific technical services (ts) discussed that the noise may be due to the minute ventilation (mv) sensor. The mv sensor was programmed off, and the sensitivity was reprogrammed. This pacemaker and rv lead remain in service. No adverse patient effects were reported.